Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a coronary procedure, the 4.0 x 33 mm xience prime stent was implanted in the proximal left anterior descending (lad) artery. During stent deployment, an edge dissection occurred. A 4.0 x 12 mm xience v stent was implanted as treatment of the dissection. Post procedure, the patient was in stable condition. No additional information was provided.